Manufacturer narrative:
(B) (4) - no code available (stent, partially deployed).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct, performed on (B) (6) 2010. According to the complainant, during the procedure, the physician unsuccessfully tried to reconstrain the stent after it had been partially deployed approximately 2cm. The complainant stated that "it was too tight" to be reconstrained. The physician removed the stent and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".